Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The devices were returned for inspection and the event was confirmed. Our visual investigation of both complained screwdrivers show that the tips are indeed broken off. This is normally a clear indication that too much torque, well beyond the calculated design, was applied during use. We are not aware of any quality problems with this product. The broken surfaces are homogenous which indicates material conformity as well. Based on these findings, we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. The investigation results concluded that too much torque, well beyond the calculated design, was applied to the devices during use. Thus, the device failure is related to the conditions of use and operational context contributed to this event.

Event description:
It was reported that the screwdriver tips broke during loosening. No further information was provided. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Mfg date: 09/27/2011. Dr (B)(6) used mx-oegen12 for a l4-5 plif on (B)(6) 2012. (B)(6) wanted to remove the locking cap off a matrix screwhead to reposition the rod before final tightening. The lock cap was stuck and unfortunately dr cochrane broke two screwdrivers in an attempt to loosen the lock caps. These attempts were unsuccessful and he was not able to reposition the rod. The patient was not harmed. A maintenance request has been done by the loan sets department. Part was received 06/21/2012.

Event description:
Dr (B)(6) used mx-oegen12 for a l4-5 plif on wednesday (B)(6) 2012. Or cochrane wanted to remove the locking cap off a matrix screwhead to reposition the rod before final tightening. The lock cap was stuck and unfortunately dr (B)(6) broke two screwdrivers in an attempt to loosen the lock caps. These attempts were unsuccessful and he was not able to reposition the rod. The patient was not harmed. A maintenance request has been done by the loan sets department. Part was received 06/21/2012.